Event description:
Facility stated that the end users l-4r scooter stops functioning when he runs errands, needs to call someone to assist in returning home. User continues to utilize this unit as he has no other means of transportation.